Manufacturer narrative:
The device was explanted and a return request was made for the product. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) with a battery voltage of 2.70v. There was inquiry why the elective replacement indicator (eri) had not been declared. No adverse patient effects were reported. Technical services advised replacement of this device.